Manufacturer narrative:
Customer called back and additional trouble shooting was completed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.